Event description:
The user facility reported their reliance washer leaking a large amount of water. The water reportedly spread throughout the room and adjacent hallway. No procedural delays/cancellations or injuries were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found a hose clamp holding the rubber tubing from the pump to the drain had come off, allowing a large amount of water to spray out onto the floor. The technician attributed the loosening of the hose clamp to the vibrations of the washer and age of the unit. The washer was installed in may 2004 and is currently under a steris service contract. The technician placed the hose clamp back onto the unit and properly tightened the hose clamp to specification. A test cycle was performed and the unit was placed back into operation.